Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the site had been using the system as of 2019-mar-09 with no further issues.

Manufacturer narrative:
Device serial number was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during the clinical case. The surgeons observed an alleged inaccuracy while using a new stealthair frame in tandem with a medtronic navigation system and medtronic imaging system. The site was navigating from t10-s1; the patient reference frame was attached to the spinous process of s1 with the new stealth air frame and long spinous process clamp. Navigation was accurate on s1 and l5. According to the surgeon, navigation was off anywhere from 3-10mm from l4-t10. After the screws were put in s1-l4 and free-handing screws at other levels, the site completed a confirmation spin using the imaging system. However, during the confirmation spin the site was not satisfied with the screw from l4 and above. At this time, the site removed the stealth air frame on the s1 spinal process and placed a different blue patient reference frame as well as the spinous process clamp on l4. With this other frame and the spinous process clamp, the site performed another spin on the patient and navigation was perfectly accurate. There were no further observed inaccuracies. The impact on patient outcome due to the alleged inaccuracy was unknown. It was noted that the site does not use perc pins but only uses spine clamps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was also reported that, at a later date, the same surgeon was performing another/different case (l4-5 fusion) with the stealth air frame attached to the spinous process of s1, and during this procedure the originally reported issue did not re-occur. They had no issues and navigation was very accurate.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.